Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power. It was noted that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 7/9/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2015 with the following findings: no evidence of an "intermittent power" condition observed in black box..2. Pump powers with returned battery cap. Battery cap is able to fully tighten. Battery cap measures within specifications battery compartment cracks observed in thread area and below grip pad. No evidence of moisture contamination inside battery compartment pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A "intermittent power" event was not duplicated during investigation. Leak test shows leak at crack in battery compartment. Removed pump case. No evidence of moisture or loose components inside pump.